Event description:
The core universal driver was sent for eval due to being running without user activation during a procedure, which was completed with a readily available alternate device without any clinically significant procedure delay, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection confirmed third party seal installed in front housing; the rear motor assembly flexs burnt, and corrosion damage was noted within the internal components of the device.